Event description:
It was reported that resistance was experienced when filling multiple cartridges with insulin. Additionally, it was reported that the cartridge was leaking from an unspecified location. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.